Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were hard to push. The customer's blood glucose was unknown. The customer stated had to push buttons more than once also received an unexplained random no delivery alarms as well as losses the setting on insulin pump. The insulin pump will not be returned for analysis.